Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed plunger lever was pressed and it would not engage clutch, worked freely. Customers reported issue was duplicated. The dowel pin came out of the plunger head mount. The root cause of the reported issue was determined to have been design related. Actions taken to mitigate the reported issue: replaced plunger head mount and installed new dowel pin.

Event description:
It was reported that plunger is not working. No patient injury reported.